Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) 2019 due to high blood glucose level with blood glucose of 419 mg/dl. The customer's blood glucose level was 460 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated by giving insulin and also insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer was unsure if the drive support cap was damaged. The customer also reported that the insulin pump passed the displacement test. The insulin pump will not be returned for analysis.